Manufacturer narrative:
(B)(4).

Event description:
This information was received through literature article "surgical treatment for the postoperative intracranial infection due to eptfe sheet as an artificial dura mater " published in journal of the japan society of cranio-maxillo-facial surgery, (0914-594x)24, vol.4, page 265-270 (2008.12). On an unknown date in november 2002, the patient underwent craniotomy to treat cerebral arteriovenous anomalies. A gore preclude® dura substitute was implanted for dura reconstruction. On an unknown date in november 2003, postoperative wound infection was identified, following with bone valvulization surgery performed. On an unknown date in july 2006, refractory skin fistula developed. On an unknown date in august 2006, debridement was performed. It was identified that the fistula reached the gore preclude® dura substitute which was subsequently removed. No dura reconstruction was performed, and drainage was placed for infection treatment. Two months after the procedure, the patient underwent cranioplasty. No infection was indented at one year follow-up examination.